Event description:
It was reported that bd bbl¿ plate columbia iii agar 5% sb 90mm contamination occurred. Th following information was provided by the initial reporter: plates contaminated see photos.

Manufacturer narrative:
H.6 investigation summary: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. No deviation could be detected neither during the review of the retain nor during the review of the production record. Since the complaint was raised after the expiry date of the product, no further investigation could be performed. Based on the evaluation above, the complaint could not be confirmed however bd will continue to monitor similar incoming complaints. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ plate columbia iii agar 5% sb 90mm contamination occurred. Th following information was provided by the initial reporter: plates contaminated see photos.